Event description:
Boston scientific received information that this right ventricular (rv) lead was displaying an increase in threshold measurements and evidence of noise. An x-ray was performed and determined the lead had moved. A planned revision procedure is scheduled. No additional adverse patient effects were reported. The lead remains implanted at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.